Event description:
It was reported that the ems was used during a hernia repair procedure. It was reported by the affiliate that the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
Endopath endoscopic multifeed stapler: based upon inquiry info rec'd and visual examination, no conclusion could be reached as to how the reported event occurred. One instrument was rec'd empty in good condition, it appears to have been used. No functional test could be performed due to the instrument being returned empty.